Manufacturer narrative:
No button error alarm noted. However act and up arrow buttons did not respond due to corroded keypad traces. The time advanced properly. No frozen screen noted. Pump had minor scratched display window, cracked case at display window corners and partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to do a bolus when they realized a button was not working. They tried to change the time and date but then it was stuck in the set up. The customer stated there was a frozen button. They did not recall any significant events that led to the keypad issues. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that it was stuck in the time and date set up. The customer¿s blood glucose level was 187 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.